Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge alarm occurred in the middle of the night. There was no reported impact to the customer's blood glucose. The customer declined any follow-up or troubleshooting.